Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a medical device entrapment requiring catheter manipulation occurred. During the procedure, the tip of the catheter may have been damaged as the catheter became entrapped with the mitral valve apparatus. Catheter was successfully removed with maneuvering. Patient sustained no injuries. Catheter was replaced and the procedure was completed with no patient consequence. A short 8fr introducer was used during the procedure. It was noted that there may have been damage to the catheter tip. Customer indicated that there were no lifted or sharp rings and that there may possibly have been wires and/or braid exposed. Since the possible damage may have led to exposed internal components the risk to the patient is critical due to the potential of thrombus from exposure of internal catheter components.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/08/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a medical device entrapment requiring catheter manipulation occurred. During the procedure, the tip of the catheter may have been damaged as the catheter became entrapped with the mitral valve apparatus. The returned device was visually inspected and damage was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the pebax area of catheter and there is evidence of scratches and a hole on the surface of the pebax. It is possible that damage was generated with an unknown object. The hole in the pebax is MDR reportable due to the break in catheter integrity and the potential to expose the patient to internal components. The risk to the patient is critical due to the potential of thrombus formation from exposure of internal parts of the catheter. The awareness date of this finding is march 31, 2017. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. However damage was found in the pebax, further information received indicates that sheath used during the procedure was smaller (8fr) than what is recommended by the instructions for use (8.5 fr). This might have contributed to the catheter damage.